Manufacturer narrative:
Please disregard the information on the previously submitted medwatch related to this complaint as it was found that the batteries had actually reached two years of age. The service message that appears is an expected response when the batteries reach two years of age, and is not representative of a malfunction of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the issue. He replaced the batteries. The unit operated to the manufacturer's specifications. The heart lung machine (hlm) responded correctly as the batteries had reached two years. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed 'you have exceeded two years service of your battery' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.